Manufacturer narrative:
The previous MDR was submitted under manufacturer report number 1644019-2021-00353. New product information indicated the product was associated with a different manufacturer. Any additional information will be provided under manufacturer report number 2523835-2021-00198. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the phaco tip did not aspirate during pre-phaco; it was like there was a clog in the tip. The wound became white like a burn. After the operation, a white object was observed passing through the aspiration line. The physician suspected that the previous foreign material may have remained in the tip since the tip was reused. The procedure was completed. The patients current outcome is unknown.